Event description:
According to the reporter: during a laparoscopic sleeve procedure, as the surgeon pulled on the device to remove the specimen the new black plastic shaft broke in half. It was stated that the new plastic shaft is too flimsy and not as strong as the old metal one. The specimen did not fall into the patient. An older model of this device with a stainless steel shaft was used to complete the case. There was no medical or surgical intervention required. There was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.